Event description:
It was reported, that the patient presented for an implant procedure. During the procedure, it was noted, that the helix of the right atrial (ra) lead was unable to be extended and retracted. The ra lead was not used and replaced, during procedure on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
The reported events of ¿helix of the ra lead was unable to be fixed into the patient's heart muscle¿ and helix mechanism issue were confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. X-ray, visual and electrical tests were normal with no anomalies found.